Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the catheter dislodged requiring emergency hospital admission and placement of a new line. The pt was having a shower and noticed the line was longer than usual and it came out in her hand. The date of insertion was on (B)(6) 2013.